Event description:
The patient was admitted to hospital in 2009 with signs of pump failure, underdose, and/or withdrawal (fever and increased tone). The pump reservoir volume was consistent with correct amount of drug. The patient was started on po baclofen, however, had already begun to improve. A dye study revealed no leakage or malfunction. The result of the rotor study was reported as "+". After the dye study, a priming bolus was programmed but the session data report did not show bolus duration. An attention dialog box showed "bolus in progress" but the rx tab on the programmer showed the pump to be in "simple continuous" mode and not "simple continuous + priming bolus". The bolus was cancelled and the catheter was aspirated. A new "priming bolus". The bolus was cancelled and the catheter was aspirated. A new "priming bolus + simple continuous" state was programmed. After the pump was updated the session report reflected the new bolus and duration. This occurrence was attributed to emi from radiology. The patient outcome was reported as "no injury".